Event description:
Per the audiologist, the pt had a history of short circuit and open electrodes and poor performance results when using the cochlear implant system. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with some abnormal impedance measurements. The pt missed several appointments. A CT scan done in 2005 showed normal electrode array placement. Explantation/reimplantation surgery is scheduled for 2008, (date not reported).